Event description:
It was reported that an iLet user experienced a hypoglycemic event after a delayed meal announcement, with the pump algorithm showing no insulin delivery for several hours as expected given prior dosing and subsequent algorithm suspension; the event was managed with oral carbohydrates and involved user education on avoiding meal announcements more than 30 minutes after starting to eat, which aligns with a use-of-device problem and a non-specific device component reference. Symptoms included hypoglycemia with preceding hyperglycemia. Outcomes included an unexpected medical intervention requiring oral glucose and classification as a serious injury or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and that the issue related to device use, with the component not further specified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.